Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unexpected error had occurred while recording a transaction. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an unexpected error had occurred while recording a transaction. A technical support specialist reported that a customer from remote desktop services (rds) had mentioned an upgrade was taking place. The tss confirmed with a rds that the upgrade had been completed, and the station was up and running. The system functioned as intended after the upgrade was completed.